Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) stopped compressions was confirmed during the archive data review but not during the functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The device performed as intended. The likely root cause relates to the stiffness of the patient's chest during the use of the platform. Per archive data review, the autopulse platform used more power to compress the patient with a stiff chest, and therefore, the battery drained faster than usual/normal, which eventually resulted in the unexpected shut down of the autopulse platform. Also, the battery archive review confirmed the battery's mismanagement and charging practice by the user. The customer left the battery in the platform for an extended period and did not charge the battery before the patient call. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform passed initial functional testing without any fault or error. During functional testing, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes without any fault or error, and therefore, the customer's reported complaint could not be replicated. A review of the archive file showed the autopulse platform stopped compressions multiple times due to a low battery voltage when the platform was in use with two batteries, sn (B)(6) and sn (B)(6). Based on the archive file data, two days before the call, the battery sn (B)(6) with a remaining capacity (rc) of 1403 mah was placed into the platform and left there without recharging and the battery capacity dropped to 1255 mah. During the call, the platform performed compressions for 17 and a half minutes on a medium-size patient with a stiff chest and stopped due to a low battery voltage. The battery's rc dropped to 874 mah at the time. Then, the user inserted another battery sn (B)(6) with a remaining capacity (rc) of 1490 mah into the autopulse platform, and the platform was powered back on and continue the compressions for more than 10 minutes, however, the platform stopped again due to the low battery voltage. Further review of the archive shows that after the call, the battery sn (B)(6) was left in the platform for 3 days, and when the platform was tested by the customer, it displayed a warning 1 - low battery warning message followed by user advisory (ua) 04 (battery charge state too low) error message after running compressions as a result of battery mismanagement and charging practice by the customer. The autopulse platform uses more power to compress the patient with a stiff chest, and as a result, the battery drains faster than usual/normal. The batteries (sn (B)(6) were returned with the autopulse platform, and they passed all functional testing. No malfunction was observed on the batteries, and they functioned as intended. Based on the battery sn (B)(6) archive, during the patient call, the battery recorded over current error messages likely due to the stiffness of the patient's chest requiring more power to compress. Also, the battery archive data review showed battery mismanagement and charging practice by the user. The customer did not charge the battery before the patient call. Following service, the autopulse platform passed multiple run_in tests using the 95% large resuscitation testing fixture (lrtf) with good known test batteries, until discharged without any fault or error. The autopulse platform has passed all the testing and meets all required specifications.

Event description:
Please see the following related MFR reports: for autopulse li-ion battery sn (B)(6), see MFR 3010617000-2020-01325. For autopulse li-ion battery sn (B)(6), see MFR 3010617000-2020-01326.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
As reported, during patient transport in the ambulance, the autopulse platform (sn (B)(4)) was paused to check the patient's pulse, and when the crew attempted to resume the compressions the platform's screen went blank. They tried to push the power button without any change. Assuming that the battery was discharged, the customer replaced the battery and the platform was restarted and continue compressions until they arrived at the hospital. Per the reporter, they were able to pause the platform one more time without any issues. However, in the resuscitation room, the physician asked the crew to pause the platform to check the patient's pulse before moving the patient to the hospital bed. The platform's screen went blank again and the platform would not power on. After this, the hospital personnel took over chest compressions. No consequences or impact to patient. There was no device malfunction reported for the batteries.